Event description:
During an lv injection, the catheter split 2-3 inches below the hub. The injection was set for 900psi. As a result contrast was sprayed around the room and on the equipment. No patient harm or injury occurred as a result of this event.